Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the pump powered up with a hard call service 069 alarm. The alleged issue was duplicated. A technical analysis determined that there was an eeprom failure.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an unknown call service alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.